Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: weight, ethnicity and race were not available for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand hydroseal bandages all purpose 10ct USA 381371172979 8137117297usa 8137117297usa, lot number ¿ ni. D4: 510(k) exempt device I complaint. UDI not required. UDI # (B)(4). Upc # 381371172979. Lot # ni. Expiration date: na. D10: device is not expected to be returned for manufacturer review/investigation. H6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. Health effect clinical code: e172003 refers to the consumer alleged "rash/contact dermatitis. It was itchy, peeling, red, irritated". E2402 refers to the consumer misuse/off-label use, consumer used the product for ¿scratched bug bites on the arm¿. Upon review, case assessed as non-serious. Hcp was consulted who prescribed ¿stronger hydrocortisone cream¿ to use in addition to aquaphor being used to create a barrier. Based on available information, no ime, no hospitalization, no significant intervention reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band-aid brand hydro seal all purpose adhesive bandages. Consumer reported via social media that product was applied on her son¿s arm on (B)(6) 2025 for scratched bug bites on the arm. On (B)(6) 2025, consumer¿s son developed rash/contact dermatitis (itchy, peeling, red, irritated) in the surrounding area that was under the bandage. Consumer reported that the original scratches are fully healed. Consumer sought medical intervention, and doctor prescribed 2.5% hydrocortisone cream and recommended aquaphor after the hydrocortisone cream has settled in. There is no additional information with regards to the outcome for this consumer.